Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.

Event description:
On (B)(6) 2014, the patient reported the infusion set tube disconnected from the headset while she was asleep. This resulted in insulin leakage and hyperglycemia of 260 mg/dl. She reconnected the infusion set and delivered a bolus as treatment. Her blood glucose had decreased to 240 mg/dl at the time of the report, and her target reading is 110 mg/dl. She does not remember hearing a "click" when the infusion set was connected and continued to use the same product. The lot number and expiration date of the product is unknown. The alleged product was discarded, and no product will be returned for evaluation.